Manufacturer narrative:
Date of event: unknown. Initial reporter occupation other: contract and procurement specialist. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes over filled. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes over filled. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: an additional lot number was returned for evaluation. The identifying information for the lot is as follows. Medical device lot #: 8099547, medical device expiration date: 01/31/2019, device manufacture date: 04/09/2018. Investigation summary: bd had received samples from the facility for investigation. The samples were evaluated and the indicated failure mode for overfill with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has conducted further investigation relating to this issue and has identified potential root causes relating to the manufacturing process. As a result, corrective actions have been established and are in the process of being implemented. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer buffered sodium citrate (9nc) blood collection tubes over filled. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.